Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 21710919. Model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient had an infection likely caused by a heating pad burn at the patients back. Symptom of infection was that the patient had fever. The physician was not sure what caused the infection. The patient was given antibiotics. The patient underwent an explant procedure and was hospitalized.